Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the evis lucera bronchofibervideoscope device for evaluation and repair of a black dot in image issue. There is no harm to any patient. Upon evaluation of the returned device, it was observed that the image guide serpentine coating of the connecting tube was peeling more than 1 millimeter square area. This is attributed to deterioration. This medwatch is being submitted for the reportable issue of image guide serpentine coating of the insertion tube peeling as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the image guide serpentine coating of the connecting tube was peeling more than 1 millimeter square area. This is attributed to deterioration. Other observations for the device: image guide bundle has significant breakages; adhesive of the distal end rubber coating (a-rubber) has a chip; electrical connector is sticky; image guide protector has a cut; connecting tube has a dent; due to a dent on channel tube, forceps cannot be inserted smoothly; due to damage on charge couple device (ccd) unit, the specified resolving power is not obtained; and label on light guide connector is peeling. The user¿s complaint of black dot on image was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.